Event description:
On 10/15/96, the facility contacted a MFR rep with the following info: the pt reported for her regular chemo refill on 10/15/96. The last refill took place on 10/03/96, 12 days piror. Upon accessing the device, the return volume was found to be 46cc. The facility nurse then accessed the device sideport and initiated the dual syringe urokinase flushing technique as described in the device clinician's manual with no success. The occlusion remained intact and the pt was sent home with plans to return the next morning. The MFR rep advised the facility nurse to try the flushing technique again and to refill the device with 1000 u/ml heparinized saline. The device was stated to have been implanted approx 9/13/96.